Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument was found to have the cover of the cable peeled off. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The color of the broken cable was unknown. Arcing and signs of thermal damage were not observed. The instrument did not collide with any other instrument or tool during the procedure. There was no loss of cautery associated with broken cable. The customer confirmed that no fragment fell inside of the patient. The patient had no injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "damage on the cable¿. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.